Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a problem with pump there was water into the insulin pump. The customer's blood glucose value was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a frozen screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the frozen scree. Moisture damage was also found on the motor and force sensor during visual inspection.